Event description:
It was reported that the lead had a pace/sense failure, with a marked increase in impedance. Also, during the explant, the lead's inner mechanism was broken and the screw could not be retracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned in segments to the manufacturer and analyzed. Analysis revealed the proximal conductor was fractured and the defibrillation conductor was distorted. There was blood/body fluid on the outer tubing overlay. The outer tubing overlay was melted and had cosmetic environmental stress cracking and was breached (non-electrical). The exposed defibrillation coil had a white substance on it. The outer insulation had a cosmetic depression. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. It was also noted the lead was stretched.